Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient was temporarily hospitalized and surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue. The patient was administered oral and IV antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.